Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what color cartridges were used throughout procedure? 1x gst60d (lot n4m36), 4x gst60g (lot n4m552), 1x gst60t (lot n4m59c). Was buttressing material used? No. What is meant by ¿spurling bleeding¿? The surgeon says spraying bleeding. Please confirm if bleeding or leak? Bleeding. Were any issues noted with device during initial procedure? No. Were any hemostasis issues noted intraoperatively? No. How was the bleeding identified post operatively? No information. Please confirm that there was a second operation. Yes. What anatomical structure was bleeding identified? No detailed information. Were any staple formation issues noted throughout care of patient? No. What is the current patient status? The surgeon wrote that the patient is ok.

Event description:
It was reported that during a lung volume procedure, there was spurling bleeding in staple line. Patient needed revision surgery to stop bleeding. Leakage was sutured. Patient is fine.